Event description:
It was reported during follow up, post-sensed t wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made. Few weeks later, remote transmission showed additional non-sustained lead noise due to post-paced t wave oversensing. Patient was asymptomatic. Further programming changes will be made at the next appointment. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.